Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of two devices reported for this related event. Please refer to MFR. 3007042319-2013-00099.

Event description:
Approximately 25 months post heartware lvad implantation. The patient experienced poor connections with his controller ((B)(4)). He stated that the batteries were switching from one port to the other on the controller followed by a ¿pump stop¿ alarm. The site switched to the patient¿s back up controller ((B)(4)) and waited for approximate 8 seconds for the pump to respond; however the pump did not restart. The site performed another exchange with a new controller from hospital stock and the event was resolved. The patient did not suffer any injuries during the event and remains in stable conditions. The devices are in route to heartware for further analysis.

Manufacturer narrative:
Returned controller (B)(4) was the back-up controller, and showed a vad stop alarm because the driveline was disconnected. Testing the returned controller showed that it ran normally with no fault alarms or errors. No external visual problems were found. The controller driveline connection was secure and reliable. This is one of four reports (3007042319-2013-00228, 229, 98 and 99) submitted for devices related to the same event. No additional information will be forthcoming.